Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mom reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was over 400 mg/dl at time of hospitalization. Customer reported that they had a symptoms like vomiting at time of hospitalization. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with intravenous insulin drip and insulin pump for high blood glucose. Auto mode feature was active at time of event. Customer alleges insulin pump was under delivering because of diabetic ketoacidosis. No further patient complication were reported. Device will not be return for further analysis.